Event description:
After the ivus catheter was placed into the patient, the catheter would not produce an image. The catheter was removed and replaced with another catheter with no harm to the patient. Manufacturer response for catheter, refinity short tip (per site reporter) per report, manufacturer was notified.